Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited one shock impedance measurement of zero ohms. The shock impedance measurements had been normal before and after the one low measurement; therefore, it was believed to be an erroneous measurement. No adverse patient effects were reported. The device remains in service.